Event description:
During im medication administration, liquid medication sprayed out of needle hub. Needle hub found to be cracked upon inspection. Unsure of how much medication patient actually received. Cardinal health. Monojet. Magellan 3ml syringe with hypodermic safety needle. 23 g x 1". Ref# 8881833310. Lot# 202434.